Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.5/+2.0/159 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vault, refractive surprise, elevated iop. On (B)(6) 2017, the surgeon commented that the patient iop is 20.6mmhg, and has been treated by medications: trusopt, efflumidex, fenefrin, and diamox. Multiple attemps to get more information has been unsuccessful.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices): on (B)(6) 2017, the surgeon commented that the patient's iop is 20.6mm hg and has been treated by medications: trusopt, efflumidex, fenefrin and diamox. (B)(4).